Event description:
It has been reported to philips that the system was giving an error message of ¿low load flavor selected tube anode problem¿. The system was in clinical use and the case was stopped. There was no reported patient or user harm. A philips remote service engineer (rse) performed trouble shooting with the customer and it was found that the equipment room temperature had reached 100 degrees fahrenheit due to the rooms air conditioning being down. The rse advised the customer to shut down the system until the air conditioning was fixed. Once the room temperature was within proper range, the system was turned back on and returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was giving an error message of ¿low load flavor selected tube anode problem¿. Upon troubleshooting, fse found that the technical room temperature had reached 100 degrees fahrenheit due to fan belt on air conditioning was broken. The fse opened the closed door and turn off all equipment until the hvac system was fixed. Fse repaired the a/c. After repair, the system was turned back on and returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.